Event description:
On (B) (6) 2008 the patient reported that while changing her insulin cartridge on (B) (6) 2008, the plunger became stuck to the piston rod of the infusion device and 315 units of insulin spilled into the cartridge compartment. She was educated on the proper procedure. The patient switched to her backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.